Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6)2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patient's trial started on (B)(6)2023. It was reported that there is a product issue with the ens/system. The patient believes the leads may have moved because their symptoms have been returning. The patient also stated the programmer is not working as the screen is black with a bright circle illuminating from it. Troubleshooting was performed. The patient was advised to plug in the programmer to charge it and try to hold down the power button on the right side of the device. The device did not turn on during the call so the my therapy settings were not able to be checked as the programmer was frozen at the time. The cause is unknown. The issue is ongoing. On (B)(6)2023, the patient stated that someone is coming to look at their device to find out if a lead has come loose or if the device stopped working.